Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition was confirmed. The motor has a damaged locking mechanism. This is indicative of the motor being power-braked, damaging the internal components of the locking mechanism. This is due to misuse or misassembly issues at the customer site. (B)(4).

Event description:
Report received from the USA stating that the device would not secure the cutter. The device was being used in surgery. No injury or medical intervention was reported. It is unknown if there was nay delay or if a spare device was available. There was no additional information provided.